Event description:
It was reported that a balloon burst occurred. The 80% stenosed target lesion was located in the severely tortuous and severely calcified left cephalic vein. A 5.00mmm/2.0cm/90cm peripheral cutting balloon was selected for use in an avf percutaneous transluminal angioplasty. During the procedure, at first inflation, the balloon bursted at 8atm for 3 seconds. However, it was further reported that all the components were completely and immediately removed from the patient's body without problem. The procedure was completed with another of the same device. No patient complications reported and no problem on patient condition post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: a pcb 5.00mm / 2.0cm / 90cm was returned for analysis. The returned device was loaded onto a mandrel and attached to an encore inflation unit. Positive pressure was applied, and pinhole leak were identified 3 mm proximally from the distal marker band. A visual and microscopic examination of the balloon material identified a red blood like substance in the balloon and the lumen. The rated burst pressure for this device was 10 atmospheres. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination of the hypotube/shaft identified no issues. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon burst occurred. The 80% stenosed target lesion was located in the severely tortuous and severely calcified left cephalic vein. A 5.00mmm/2.0cm/90cm peripheral cutting balloon was selected for use in an avf percutaneous transluminal angioplasty. During procedure, at first inflation, the balloon burst at 8atm for 3 seconds. However, it was further reported that all the components were completely and immediately removed from the patient's body without problem. The procedure was completed with another of the same device. No patient complications reported and no problem on patient condition post procedure.